Manufacturer narrative:
Additional information (20-nov-2017): the result from the immulite 2000 xpi instrument was reported to the physician(s). The sample was sent to the referral laboratory for inter-laboratory comparison. This is when it was determined that the 3gallergy specific ige result for cladosporium herbarum mold result obtained on the immulite 2000 xpi instrument for sample ID (B)(4) was discordant. The result from the alternate platform was not reported to the physician(s). Additional information (27-nov-2017): additional information regarding the initial reporter has been received. Corrected information (27-nov-2017): the result from the alternate platform was not reported to the physician(s).

Event description:
The result from the immulite 2000 xpi instrument was reported to the physician(s). The sample was sent to the referral laboratory for inter-laboratory comparison. This is when it was determined that the 3gallergy specific ige result for cladosporium herbarum mold result obtained on the immulite 2000 xpi instrument for sample ID (B)(4) was discordant. The result from the alternate platform was not reported to the physician(s).

Manufacturer narrative:
A siemens headquarters support center specialist reviewed the instrument data and stated that there was no indication of sample level sense and reagent level sense issues or mechanical issues at the time of the discordant result. The cause of the discordant, false negative 3gallergy specific ige result for cladosporium herbarum mold on one patient sample is unknown. The instrument is performing within specification. No further evaluation of device is required.

Event description:
The customer obtained a discordant, false negative 3gallergy specific ige result for cladosporium herbarum mold (m2) on one patient sample on an immulite 2000 xpi instrument. The sample was also tested on an alternate platform, resulting positive. It is unknown if the result obtained on the immulite 2000 xpi instrument or the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false negative 3gallergy specific ige result for cladosporium herbarum mold.